Manufacturer narrative:
Result of investigation: the root cause of the issue was related to the assembly error with the battery harness to the mating receptacle of the power board pcba causing an open circuit. It was inspected the covers and all connections, the battery harness connection was found to be loose and not fully inserted into its mating connector of the power board pcba. After properly mating this connection the unit was reassembled and after installing the original batteries the unit now powered up fully without the need of wall ac being applied. Investigation (B)(4) opened to further investigate if it makes sense that this root cause causes an alarm triggering a failsafe situation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical received the log files and it shows that alarm 582 "i2c interrupt catched runtime exception" during a running ventilation right after a change from ac battery, back to ac and again to battery supply. The system reacted and triggered alarm 300 "no-ventilation-device in failsafe" followed by warming log messages. Vyaire technical support is suspecting that the issue was caused by the batteries. The ventilator will be sent to vyaire failure analysis laboratory for further analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has technical failure 300 "device in failsafe" and technical failure "i2c interrupt cathed runtime exception" that was triggered when switching to battery supply. There was no information of patient involvement associated from this reported event.